Event description:
It was reported that the device was leaking. There were no patient harm or adverse events reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00183-00. The date of that submission was 07-mar-2025. B3: unknown. H3: two samples were received. As received, a tear was observed along the ridge of the first tube. A hole was observed on the knit line of the second tube. The complaint of leakage can be confirmed. The probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.